Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system was unable to operate on battery power. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) will repair the perfusion system when he receives the battery.